Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and subsidence of the tibial component, osteolysis, and pain. The surgeon reported the patient has a history of a fall and impaction injury to the left knee with increasing pain, tenderness, and further implant subsidence. He noted a well-fixed femoral component, well-aligned and no suggestion of loosening or osteolytic changes. The femoral component was not revised. The surgeon indicated the tibial component was grossly loose, and the poly insert had some pitting changes. He reported normal patellar tracking and the patellar component was not revised. The patient was implanted with depuy knee system and unknown cement was utilized. There were no complications reported to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2018; (lt knee).